Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found a worn uso seal, peeling dso seal and scratched lens. No evidence was found in event history log review. During the functional testing, the reported problem was duplicated. The cause was found to be the main board. The pwa board was replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the ac/dc charger was not detected by the pump and was unable to charge. There was no patient involvement and no patient harm/adverse event reported. The device was not dropped.